Event description:
The fixator was originally applied 9/96. On 10/15/96 a supplemental screw clamp was added due to a radial/ulnar deficit. On 11/01/96, while at home, the pt heard a "pop" and noted that one of the bone screws had broken at the skin line. On 11/4/96 the md removed the screw fragment and the supplemental clamp.